Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the device revealed that there was oversensing of noise on the right ventricular lead. Programming changes were made to address the oversensing, but when the patient came back in for follow up, the lead was still oversensing. The lead was then capped and replaced on (B)(6) 2020. There were no patient consequences before, during, or post procedure.